Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the knife was blunt. It was noted during a surgical procedure, however, there was no patient contact. A new knife was used to complete the surgery.

Manufacturer narrative:
No sample has been returned for evaluation, therefore, the condition of the product could not be verified. The final customer lot was identified as (B)(6), released on (B)(6) 2014. For this final lot, two knife component lots, were used to make up the final lot. A device history record review was conducted and no anomaly was found during the device history record reviews. The product was released based on the company's acceptance criteria. A complaint history review indicates no additional complaints were associated with the knife lots. Because no sample was returned and the device history review (DHR) of the lot number provided indicated the product was released according to the company's acceptance criteria, the root cause for the defect experienced by the customer cannot be determined. Some potential causes may result from improper handling, insertion or removal from its protective tray or contact with another instrument during procedure setup. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
The initial MDR was submitted incorrectly under MFR report# 3002037047-2014-00167. This report references the correct MFR report.